Event description:
It was reported by the customer that the device was used in an unknown procedure. It was reported that the device does not work. It is unknown how the case was completed. There was no consequence to the patient.